Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was an atrial lead warning and the impedance was high. It was also determined there was a warning on the ventricular lead. At implant the leads were tunneled to the pacemaker via sub-axillary placement and near the arm pit. With regard to the ventricular lead, the impedance has been within normal limits following the date of the lead warning. It was determined the suspected lead issue was instead found to be a connection issue at the setscrew or header. High impedance and noise was observed through the device but could not be duplicated. The device was reconnected and the issue was reproducible through movement of the atrial lead header. When the new device was connected the problem could not be reproduced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed a failure condition that disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.